Event description:
It was reported that a user of the ilet experienced episodes of hyperglycemia, including a blood glucose reading over 400 mg/dl, while concurrently taking twice-daily steroid therapy for an intercurrent illness; glucose levels were described as elevated for 3¿4 hours before returning to range, and no device alerts or alarms were reported. Symptoms included no reported clinical symptoms. Outcomes included no reported hospitalization, medical intervention, or long-term impact. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction or alarm behavior and suggested a physiological cause consistent with steroid-associated hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with patient condition or therapy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.